Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. The customer sent the thermogard system to the hospital biomed to check for any damage due to the saline leak caused by the leaking start-up kit (suk). A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
After 19 hours of ivtm therapy, the nurse heard a "pop" sound and noticed that the top cap of the start-up kit (suk) (lot #167092) air trap had popped off. The saline was leaking into the thermogard xp ivtm system. Immediately, the nurse placed the thermogard system in standby mode. The suk was replaced, and the treatment was continued using another thermogard system. No consequences or impact to the patient.